Event description:
During use of syringe from the tray, normal saline leaks. Faulty syringe. This is a recurring problem at this facility. The manufacturer has been notified and product has been returned. The problem is still happening. More than one lot is involved. Multiple reports have been submitted.